Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor and blood glucose had large difference. Customer stated sensor glucose reading would be 108 mg/dl and blood glucose was 50 mg/dl. Customer state it may be due to his blood glucose moving very quickly. Customer unable to do troubleshooting and stated will speak with healthcare provider in 3 weeks. No further information provided.